Manufacturer narrative:
The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported the r1 is not responding during an attempt to calibrate the ddi. Customer explained the occured during preventative maintenance. A replacement pwb assy dvr disp indicator was issued.